Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device failure to complete its internal self-test was not confirmed. During in-house testing, it was found that the device failed the blower test. The pneumatic block was replaced to address this issue.resmed's risk analysis for this failure mode concludes that the risk is acceptable.(B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.